Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have throat cancer. The patient is undergoing chemotherapy in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have throat cancer. The patient is undergoing chemotherapy in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. External investigation observed very little contamination on the outside of the base unit. Air inlet port had some dirt/debris visible from outside. Manufacturer powered on the device using a known good power supply and ac power cord which showed the unit provided airflow. Evidence of water ingress found in the blower box and on the bottom of the blower, suggesting the use of non-distilled water in the humidifier water chamber. Dust/dirt contamination inconsistent with degraded sound abatement foam found throughout device enclosure and airpath. Fibrous contamination found within the blower box. Black contamination observed at the blower seal of the blower box is consistent with the keratin contamination. A foreign teal plastic was found in the bottom of the blower box. The plastic appears to be deformed from heat suggesting that it got caught in the blower at some point in time. The device's downloaded event log was reviewed by the manufacturer and found 3 erros logged. The device was hooked up to power supply, airflow was verified and the device operated properly. Mineral spots consistent with water ingress were found on the motor casing. The manufacturer concludes evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of conataminants and evidence of water ingress inside the device. Section d9, g3, h6 has been updated / corrected.